Event description:
An attempt was made to implant a 3.0mm diameter x 24mm length endeavor resolute rx drug eluting coronary stent in a patient. The target lesion located in the rca, was described as non tortuous with severe calcification. It was reported that after failing to cross the lesion, the relevant device was withdrawn and the lesion was pre-dilatated twice then the relevant device was re inserted; however, again it could not cross and was removed from the patient. Upon removal, the physician noted that the relevant stent was damaged. The patient is reported to be fine and no other sequelae was reported. Medtronic has received the device and its analysis has been completed. The hoop had been damaged, as it was returned in a too small pouch; however, this did not impact on removing the device from the hoop as no resistance was encountered. The stent was positioned on the balloon as per specifications. Some stent struts were found to be raised off the balloon with other stent crowns misaligned or flared. Some slight flaring was also noted to the distal tip. Blood residue was evident along the stent and between the balloon folds. As per the event description, the physician was attempting to place the endeavor resolute stent in the distal rca. It was reported that the rca was severely calcified, and it was indicated that the physician tried to cross the lesion twice with the relevant device, the second time after pre-dilating the lesion. It would appears that the pre-dilations, may have not been sufficiently effective in opening up the severely calcified lesion as reported that difficulties were still encountered during the attempted second placement. It has not been confirmed if force was applied during advancement of the device across the lesion or if the stent was inspected prior to re-insertion into the patient. The device has not been identified as the root cause of the event. Based on the limited information available, it appears most likely that the patient morphology hindered the deliverability of the device, resulting in the damage as seen on the returned stent. Damage to the stent and failure to deliver the stent are listed as an inherent risk of the procedure.

Manufacturer narrative:
(B)(4) - stent deformed in vivo during positioning: results: severe calcification; damage to the stent and failure to deliver the stent.